Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The caller stated that the buttons were not holding for three minutes of greater. Advised the customer that the insulin pump will be replaced and revert to back up plan. During the call the customer mentioned that she is on her way to the hospital due to high blood glucose over 600mg/dl. The caller requested having a replacement of the insulin pump. Attempted to call the customer back several times to get more information on her hospitalization without results. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functions properly. However, intermittent button press noted during testing due to corroded keypad trace. Unable to confirm button error alarms. The insulin pump had a cracked reservoir tube, battery tube threads, and scratched window.